Event description:
It was reported that the patient experienced a loss of therapeutic effect. The caller noted that the patient had been admitted to the hospital three times in the past month due to nausea, vomiting and abdominal pain, and wanted assistance in checking the device. It was also reported that the patient needed assistance programming the device due to an unrelated medical procedure. A programmer had been shipped to the hospital to check the patient's device, but it was not known if it had been received. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, lead model 435135, serial# (B)(4), implanted: 2009-(B)(6). Explanted: na.